Event description:
A caller reported that the pump battery was depleting too quickly, though it did not result in a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer was advised to charge the pump to full capacity and monitor its usage over the following 24 hours, with instructions to call back if the battery depletes by more than 35%.